Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2020 corrected information: b4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020. Additional h3 investigation summary: 8 packs unopened manufacturer retained sample were evaluated by appearance & knot pull strength and no issue found. DHR of qd118 has been reviewed and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing in an extraction of impacted teeth surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/1/2020 additional information: d10, h6 the device history records reviewed, and no issue found. Additional h6 investigation summary: it was reported performance-breakage suture. The video provided is taken after surgery in the hospital, doctor describe suture can be easily snapped by pull with gloved two hands. 7 packs unopened samples qd118/w570 with 7 intact needle sutures attached (one intact pack with one intact suture) received and decontaminated. 7 packs unopened returned sample were evaluated by appearance & knot pull strength and no issue found. DHR of qd118 has been reviewed and no issue found, knot pull strength testing result are confirmed. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.